Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead noise with variable impedance and fracture. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.